Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A customer reported the error message, "sensor not found," when scanning the adc freestyle libre sensor. On (B)(6) 2020, the customer experience unspecified symptoms of hyperglycemia and provided unspecified self-treatment. The customer went to the emergency room and was treated with IV insulin's novolog, and levemir "letnorin", for a diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The sensor 0m0063ual00 has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. The sensor plug was properly seated in the mount. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 1 (storage state, indicating the sensor had not been initiated). Sensor state 1 is indicative of an insertion failure. This issue is not confirmed to use. No malfunction or product deficiency was identified.

Event description:
A customer reported the error message, "sensor not found," when scanning the adc freestyle libre sensor. On (B)(6) 2020, the customer experience unspecified symptoms of hyperglycemia and provided unspecified self-treatment. The customer went to the emergency room and was treated with IV insulin's novolog, and levemir letnorin, for a diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.